Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with micro striae and possible erosion with trace-stage 1 diffuse lamellar keratitis (dlk) in the left eye (os) that was discovered at a post treatment. Topical steroid dosage was increased. Bandage contact lens (bcl) was removed, patient to continue with pg and artificial tears. Possible lift and stretch will be performed. The patient¿s comments were of blurry vision both eyes, right eye better than the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/25 -9.75 x -1.00 x 158. Left eye pre-op 20/30 -11.75 x -2.00 x 28. Bcva from (B)(6) 2019: left eye post-op 20/30 .00 x -1.00 x 0.